Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue and jammed thumbwheel was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing the thumbwheel to jam; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an 8x100mm absolute pro self-expanding stent system (sess) failed to deploy, the system was atypical, rigid, without adequate release. The sess was removed and the procedure was successfully completed with a new 8x100mm absolute pro stent. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified that the stent implant was partially deployed (flowered) from the distal outer sheath, for a length of 1.3cm. No additional information was provided.